Manufacturer narrative:
The serial number of the analyzer is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 - urine application assay result for a patient sample tested on a cobas integra 400 plus w/o ise. The initial result was 247.4 mg/l. The repeat result was 6.6 mg/l. The repeat result was deemed correct based on the patient's medical history.